Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days after implant the right ventricular (rv) lead was removed due to a perforation. The rv lead was not replaced and will not be replaced in the future. No further patient complications have been reported as a result of this event.